Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the cataract surgery with intraocular lens implant procedure, when loaded iol with injector, it pushed over lens as well. The reporter thinks when physician tried to twist it, it didn't budge. There was a patient contact. Procedure was completed the same day. Additional information has been requested.